Event description:
According to the information received, the first 8/6 amplatzer duct occluder (ado) used pulled through the defect despite appropriate sizing. The second larger 12/10 ado rotated freely in the pda and embolized after being released from the delivery cable. The ado was successfully snared percutaneously from the lower aorta. The patient is noted to be in stable condition and the procedure will be rescheduled. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this adult female underwent pda closure with a 12/10 ado. The defect was measured by CT and the procedure followed. The patient experienced device embolization immediately after release from the delivery cable. The device was retrieved successfully using a snare and no other complications occurred. Two cds were provided for review; one with four pictures which measured the defect roughly 7mm by 3mm and the other one contained angiograms which showed the device placement, release, embolization and retrieval. The first angiogram was an aortogram after the pda had been crossed from the pulmonary artery side. The aortogram was performed with a pig-tail catheter. This aortogram showed the pda but the delineation of the pda was poor. There were several images of the ado being deployed and pulled into the pda. These were followed by angiograms that showed that the device was not completely inside the pda while it was still attached to the delivery cable. Several fluoroscopic images were captured to test the stability of the device. The device was released which was followed by embolization into the descending aorta. A successful device retrieval was shown. According to aga's medical consultant, the ado embolized due to improper placement of the ado and improper evaluation of the pda. The ado was never in the pda completely. The angiograms did not provide any meaningful information. These findings were confirmed when the device embolized immediately into the aorta.

Event description:
On (B) (6), 2010, a doctor reported to attachments international, inc. That two screws broke in a patient's mouth. This is the second of two reports.

Manufacturer narrative:
The 12/10 amplatzer duct occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests.